Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they do not know about the ins going down to 80% and shutting off. It is unknown if this issue is resolved. Rep added that you can not do anything to the lead to resolve the high impedances. Rep programmed around the high impedance electrodes and the patient seems to be doing fine. Rep does not know if the cause of the controller not depleting as expected was determined. The patient has not called the rep back so they must be doing alright.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported for the past 3-4 days they have been seeing the settings not available, cannot provide your desired intensity settings message on their controller. Patient stated they have tried resetting the controller and adjusted their intensity down from 5.1 to 3.0, but this has not resolved the issue. Patient stated they had their device on for 11 hours yesterday and the controller battery did not deplete. Patient added that the ins will go down to 80% and "shuts off." Agent attempted to ask clarifying questions and patient stated they charged their implant to 100% last night and it "goes down to 80% use and then everything just remains the same." Patient spoke to mdt rep, shawn, who thought patient may need a new controller. During the call patient confirmed no visible damage to the recharger (B)(6). Patient attempted to connect to the implant using the recharger but reported seeing no device found. Patient pressed recharge and reported seeing the batteries screen with controller at 90% and ins at 90%; patient noted this was the first time the controller had shown below 100% in 3-4 days, but confirmed they had continued charging the controller during this time. Patient pressed x to clear the batteries screen and oor message appeared. Patient switched therapy from group c to group a and was able to increase the intensity; patient was also able to increase the intensity in group b. Agent provided information on oor message and the patient was redirected to their healthcare provider to further address. Patient commented they had never corrected the time on their controller. Agent did their best to capture information given and ask clarifying questions of patient to best determine issue. Additional information was received from the rep reporting that the patient had high impedances of 24,000 ohms on electrodes 5, 12, 13, 14 and 15. The cause of the issue is unknown and the issue is ongoing. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.